Event description:
It was reported that this patient was rushed to the hospital with bradycardia as it was believed the implantable pulse generator (pacemaker) was not functioning. Reportedly, this device was unable to be successfully interrogated and displayed an error message indicating to "contact the manufacturer" even after different programmers were used. The bradycardia noticed was of 34 beats per minute and there was no evidence of pacing on the electrogram monitor. An immediate replacement of this product was scheduled, and a temporary pacer was inserted. Subsequently, the pacemaker was explanted, replaced and it is expected to be returned for analysis. Visual inspection after replacement noticed the pacemaker had expanded. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. This device was thoroughly inspection and analyzed upon receipt. Visual examination confirmed the case was bulged in the battery region. Additionally, the device could not be interrogated, and no pacing output was noted. The device case was removed to facilitate inspection and testing of the internal components. The battery was noted to be swollen and the monitoring voltage was 0.00 volts. The battery was removed and replaced with an external power source. No high current drain was identified. The battery underwent detailed analysis, and a solder ball was found to be bridging the battery's internal circuitry and the battery case. This would have resulted in the depleted battery and resultant inability to support device functions.

Event description:
It was reported that this patient was rushed to the hospital with bradycardia as it was believed the implantable pulse generator (pacemaker) was not functioning. Reportedly, this device was unable to be successfully interrogated and displayed an error message indicating to "contact the manufacturer" even after different programmers were used. The bradycardia noticed was of 34 beats per minute and there was no evidence of pacing on the electrogram monitor. An immediate replacement of this product was scheduled, and a temporary pacer was inserted. Subsequently, the pacemaker was explanted, replaced and was returned for analysis. Visual inspection after replacement noticed the pacemaker had expanded. No additional adverse patient effects were reported.